Event description:
It was reported that, "anchor c implanted on (B)(6) 2012, was removed on (B)(6) 2012."

Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result and conclusion will be made available following an engineering evaluation.